Event description:
It was reported that pump experienced recurring malfunction alarms with code 12 and associated fault ID, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, was sent replacement pump under warranty with updated software, and was advised to program pump settings, connect continuous glucose monitor, place malfunctioning pump into storage mode, and return it to tandem within 10 days using provided return materials, which customer understood and acknowledged.